Event description:
The customer reported that while the unit was in use on a patient, the pressure zero key would not operate. The unit was powered cycled, and it worked normally. Therapy was then continued. No patient injury was reported.